Event description:
It was reported that during the surgery, a posterior capsule rupture (pcr) occurred. Following this, the surgeon implanted a standalone three-piece intraocular lens (iol) into the sulcus. It was confirmed through follow up, the pcr occurred while the surgeon was attempting to implant a preloaded monofocal iol, serial number not available. The surgeon expected difficulties during the surgery, not because of the device, but because of a difficult eye, where complications were expected. The patient had a birth defect on the capsule. No additional surgical or medical interventions were required. No further details provided

Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d4 - catalog number: a complete number is unknown, as product serial number was not provided. Section d4 - serial number: unknown/ not provided section d4 - expiration date: unknown as product serial number was not provided. Section d4 - UDI number: unknown, as product serial number was not provided. Section d6a - implant date: n/a - lens was not implanted. Section d6b - explant date: n/a - lens was not implanted. Section e1 - telephone number: (B)(6) section h4 - device manufacture date: unknown, as serial number was not provided. Section h6: health effect - clinical code: 4581- eye anatomy issue (capsule birth defect) device evaluation product testing could not be performed because the product was not returned. Therefore, a failure analysis of the complaint device cannot be completed, and the reported event cannot be confirmed. Manufacturing record evaluation: the manufacturing record review could not be performed, and complaint history were not reviewed since the serial number is unknown. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. Attempts have been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.